Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a no delivery alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a no delivery alarm in the past and it was resolved by infusion set and reservoir change. Customer also reported to have experienced a high blood glucose of in the 20.0's mmol/l and treated with insulin pen and insulin pump. Customer stated that no insulin came out of the tubing during a bolus delivery and the insulin pump did not alarm. No insulin came out during the 5.0 unit fill cannula test. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.